Event description:
The customer reported an issue with the touchscreen on their insulin pump, which resulted in the screen being unresponsive and frozen, preventing any interaction. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Despite attempting a pump reset, the issue persisted, and customer support arranged for a replacement pump. The customer planned to use multiple daily injections (mdi) as backup therapy during this time. A loaner pump agreement was processed, and although there was a delay, the loaner was eventually shipped.